Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump was not delivering any insulin. The customer experienced hyperglycemia with blood glucose value of 760 mg/dl. The customer reported hyperglycemia was treated with manual injection. The event involved product(s) mmt-1880l, mmt-332a, mmt-399a. Troubleshooting was performed and the customer discontinue the use of the pump. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was not active at the time of the event. No further patient complications were reported. Product return for mmt-1880l is expected and the customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-399a.

Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, selftest, and displacement accuracy test. No unexpected no delivery alarms noted during testing. Successfully downloaded history files and traces using thump. Carelink report was generated successfully. Nodelivery alarms were not present on or two days prior to event date. No unexpected alarms/suspends noted on the event date or two days prior from the event date, dailytotalofbolusinsulindelivered: 373000 (37.3 u). The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, display window cover (scratched), cracked keypad overlay button (select), stained keypad overlay, pillowing keypad overlay, damaged keypad overlay texture, cracked case at belt clip rail corner, cracked battery tube threads, slightly peeling off serial number-end cap address label, broken off battery cap heat stake posts (2 posts), and scratched case. No unexpected under delivery or high bg anomalies were confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.